Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation after recently lifting heavy objects. Reportedly, x-ray images confirmed migration of the l5-drg lead. As a result, surgical intervention was undertaken wherein the l5 lead was explanted and replaced with a new model. Follow-up revealed effective therapy restored and resolution of the issue.